Event description:
While piloting a new surgical drape sheet, the bovie came into contact with the drape sheet after it had been used. It was not being activated at the time, but subsequently melted a hole completely through the drape sheet. The esu pencil holder was not used. The surgeon layed the pencil on the drape. The holder is not typically used. User is working on this process. The assistant is to receive the pencil and place it in the holder.